Event description:
During investigation of a high impedance event reported in MFR. Report #1644487-2017-02968, it was found that the generator was having intermittent communication issues. A battery life estimation did not show that the communication issues were suspected with the battery level. No high impedance was identified in the reviewed data. A review of the device history record showed the generator had passed all quality inspections prior to release for distribution. After the generator was explanted, high impedance was identified with the new generator attached to the lead.

Event description:
The explanted generator that was having communication issues was reportedly discarded after surgery. No further relevant information was provided.